Event description:
The customer reported that there was no audio alarm during a test.

Manufacturer narrative:
(B)(4). The customer reported that there was no audio alarm during a test. Note that the device automatically runs this test every time it is powered on. Philips is in the process of obtaining add'l info concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is completed.